Manufacturer narrative:
The product was not returned for analysis, however, the most probable root cause may be that the flare on the proximal end of the electrode cannula was moved proximally due to excess force applied to the device during use. It is also possible that residue on the array tines could have caused the retraction to be difficult. A review of the device history record was performed and found similar complaints against lot# 9498167. The august 15-month rf probes complaint trend report, inclusive of all failure modes, were reviewed; no unfavorable trend was noted.

Event description:
It was reported to boston scientific corp that a patient underwent two sessions of radio frequency ablation for renal lesions. The first kidney ablation was successful lasting 12 minutes at 120 watts with no complications. The second ablation lasted for 14 minutes at 120 watts, when the physician was completed with the ablation, he experienced difficulties retracting the tines. Upon removal of the leveen needle electrode, he noticed that the tines were not fully retracted. It was reported that no patient injury or complications occured as a result of this event.